Event description:
Patient was implanted with tibia nail ex on an unknown date in 2006. Patient presented to the surgeon complaining of pain. Patient was returned to the o.r. On (B)(6) 2012 for removal of the nail. During removal, the threads on the connecting screw and nail extraction bolt mashed while trying to thread each into the proximal end of the nail. Surgeon was able to remove the nail using the extraction bolt with no harm to patient.

Manufacturer narrative:
Device was used for treatment. The reported date of implant is 2006. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis the connecting screw is designed to be used in conjunction with the insertion handle and nail. This device is involved during the implantation procedure and is not to be used during the removal of a nail. The extraction bolt is directly inserted into the nail and the connecting screw is not involved in a removal procedure. The design and materials of the connecting screw and the extraction bolt were reviewed and are adequate for the intended use. Placeholder.